Event description:
It was reported that the ventricular assist device (vad) patient was admitted for two episodes of syncope. The patient was hemodynamically stable on admission but noted to be orthostatic upon standing. This was deemed to be related to recent addition of a sodium/glucose cotransporter-2 inhibitor (sglt2i). The sglt2i medication was stopped and other medications were modified. The vad speed decreased due to intermittent suction on standing. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from product surveillance registration mechanical circulatory support therapy base". Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported suction event could not be confirmed. Information received from the site indicated that the ventricular assist device (vad) patient was admitted for two episodes of syncope. The patient was hemodynamically stable on admission but noted to be orthostatic upon standing. This was deemed to be related to recent addition of a sodium/glucose cotransporter-2 inhibitor (sglt2i). The sglt2i medication was stopped and other medications were modified. The vad speed decreased due to intermittent suction on standing. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.